Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using infusion sets for 2-3 days. Tandem technical support informed customer that trusteel infusion sets should be changed every 2 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 400 mg/dl.